Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the b30 error was not reproduced. Therefore, the root cause of the reported event could not be determined. This supplemental report includes a correction to b5, g2, and d10 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the b30 error occurred while using the gif 190 and cf 190 scopes. However, per the customer, the device serial numbers are unknown.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed a b30 error with multiple scopes. The gold contacts were wiped with alcohol and did not work. A 180 scope was used, and it worked. The issue was found during a colonoscopy procedure. The malfunction led the procedure to be extended for 20 mins and additional sedation was required. While the procedure was extended, the patient was not impacted by the device failure. The reported problem did not affect the outcome of the procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Device evaluation found image displayed without noise nor distortion when tested using the olympus reference scopes and no air leaks from scope socket were noted. The complaint was not confirmed, unit functions properly. Service repair has noted , advised the customer representative to be sure that the communication cable linking the lightsource and the cv-190 (video processor) is properly seated and connected and that if the issue persisted, to have the customer send the video processor or the used scope for troubleshooting. In a follow up response from the customer, it was conveyed that the scope models 190 and video processor (cv-190) did not send in for repair as they have used it with other processors and with no issues. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.